Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests.no excessive no delivery alarm noted. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm and pump turn off from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she wears her pump on the bra. The customer stated that she cannot read the pump and it is not functioning as designed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.